Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user fell and the ilet pump¿s display screen became damaged, showing multiple lines and unreadable content, after which the user transitioned to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on glucose control and no medical intervention or hospitalization. Investigation included collection of event details and photographs, verification of device information and logistics, and replacement of the device. Investigation of this device revealed physical damage to the display consistent with external impact, with no indication of device malfunction prior to the fall. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to impact.